Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customers blood glucose level was reported to have reached 171 mg/dl. There was no impact to the customers blood glucose level. The customer stated that blood glucose level would be managed by not consuming carbohydrates.